Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance, the device would not power up with a fully charged battery installed. The complainant indicated that there was no pt involvement in the reported failure.